Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). Following groin access, heparin was administered and activated coagulation time was 251. The closure device was deployed twice. During the third recapture, while the closure device was within the was, it was noted via transesophageal echocardiogram (tee) a thrombus was attached to the surface of the closure device. The closure device was released a third time and the thrombus was aspirated through the was and removed from the patient. The procedure successfully concluded. During recovery the patient underwent neurological checks and no anomalies were observed. The patient recovered and was discharged.